Event description:
Defect shown: I prepare my equipment to perfuse monsieur subcutaneously according to protocol. The catheter is inserted in the right thigh. I immediately notice that the plastic part doesn't fit. Please provide us with your analysis of this defect and let us know if you have already received identical reports from other users. The device is available for expert appraisal at the pharmacy. To facilitate follow-up on this matter, please quote the following reference in all correspondence: (B)(4). For further information, please contact the manager of the department responsible for this report (B)(6), with a copy of the e-mail to the pharmacist: (B)(6).

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. As current control, there is outgoing inspection and in-process inspection in place to check for adapter damage. As no photo/sample was received for further investigation, root cause could not be determined. The complaint will be re-opened and re-investigated when photo/sample is received.

Event description:
It was reported that bd insyte-w winged yel 24ga x 0.75in adapter / connector defective / damaged defect shown: I prepare my equipment to perfuse monsieur subcutaneously according to protocol. The catheter is inserted in the right thigh. I immediately notice that the plastic part doesn't fit. Please provide us with your analysis of this defect and let us know if you have already received identical reports from other users. The device is available for expert appraisal at the pharmacy. To facilitate follow-up on this matter, please quote the following reference in all correspondence: 2024-1373 for further information, please contact the manager of the department responsible for this report (B)(6), with a copy of the e-mail to the pharmacist: (B)(6)

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.